Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. However, the fse investigation is not complete.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported to technical service engineer (tse) that the erbe was faulting with c-34 when the surgeon tries to use monopolar energy. The customer performed a hard power cycle of the erbe; however, the issue persisted. The customer will use a force triad generator. The procedure was completing with no reported injury.